Manufacturer narrative:
Evaluation codes: results. Death. Small femoral arteries. Dilator sheath. Conclusions: small femoral arteries. Dilator sheath.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The femoral arteries were small and required to be dilated serially. A 16 fr dilator was successfully inserted, followed by an 18 fr dilator. Resistance was encountered with insertion of a 22 fr dilator and as the sheath was removed, a 9 cm portion of the patient's intima came out with the sheath and the patient started bleeding rapidly. The bleeding was controlled by direct pressure, then a reliant balloon was used to further control the bleeding. A conduit was then sewn in followed by implant of 4 talent thoracis stent grafts. It was reported the patient went into a coma for a day and a half with no additional intervention performed. The patient had a massive stroke and died 6 days post operatively.